Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the lead still inside a delivery catheter. There helix is stretched and bent with tissue on the helix.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was noted during the implant procedure. Unacceptable pacing numbers were noted and the helix would not release from it's position. The lead was then pulled by force and was thought to affixed to a chordae tendineae. The helix appeared elongated from the force. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.